Event description:
It was noted that the diagnostics showed short v to v sensed intervals, but no noise was observed in clinic. Fluoroscopy revealed externalized conductors. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.